Event description:
The customer reported the ventilator nurse call alarm was not working. The customer reported they were testing the ventilator with their newly installed remote alarm system. The ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's service technician was able to duplicate the reported problem. The customer reported problem was corrected by replacement of the main pcb board remote alarm cable. During inspection of the remote alarm cable after it was removed from the ventilator, the service technician noted it was full of dust clumps. Extended self testing and applicable final testing was completed and tests passed per operating specifications.

Manufacturer narrative:
Cable.